Manufacturer narrative:
(B)(4). Age at time of event: approximately 76-80. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the access sheath tip was torn. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the laa and a watchman ® laa closure device was deployed. The position of the device was not adequate and it was fully recaptured. The physician opted to exchange the was at this time from a double curve to an anterior curve, to hopefully get a better position. Upon removal, it was noted that the distal end of the was torn with a piece of the material hanging from it, but nothing was detached. There was no abnormal resistance during the recapture process. No patient complications were reported and the patient¿s condition was fine.